Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed the device appeared to have been used. According to the description of the event, ¿at various times it has been reported that the catheter surface is not smooth, which causes resistance at the time of puncture, causing injury to the patient's skin, leakage of the blood vessel and rupture of the guide wire,¿ based off of this description it can be inferred that the catheter was not damaged before the pulse, because if the catheter was already transfixed before the puncture, the product would not have been used. Based off the provided photo the engineer was able to verify the reported defect. However, a definitive root cause could not be determined. According to the attached photo, a possible cause would be a usability error. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the needle pierced through the angiocath 20ga x 1,16in 1,1 x 30mm catheter and leaked blood during use. The following information was provided by the initial reporter, translated from portuguese to english: "the catheter has shown performance failures, which are harmful to the patient. At various times it has been reported that the catheter surface is not smooth, which causes resistance at the time of puncture, causing injury to the patient's skin, leakage of the blood vessel and rupture of the guide wire"